Event description:
The customer reported that the device failed to recognize the batteries. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the batteries. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. The battery pca had broken battery connection pins. The battery pca was replaced to resolve the failure. The device passed all post-servicing testing and was shipped back to the customer site.